Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20483. It was reported the patient (B)(6) underwent permanent scs implant procedure on (B)(6) 2015. The patient experienced headache and drowsiness on (B)(6) 2015, the physician confirmed a csf leak. No further information is available at this time. The patient received three scs leads. Two of them (model 3186) belongs to same lot number (4990104). It is unknown which device is involved in allegation. Therefore, all the suspected devices are being reported.